Manufacturer narrative:
Investigation summary: two units were received with the packaging still connected. The units are from lot number 8268697. Three photos were received from the customer. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Upon initial inspection you can see an issue with the plastic stretching instead of tearing of the bottom webbing at the end of packages. Next inspection of the cut/perforation was performed revealing that the bottom webbing does not appear to be perforated. This can cause the packaging to be difficult to tear. To check to see if the material is difficult to tear, I put approximately the amount of force needed to tear correctly perforating packaging and the bottom webbing was only stretched. Conclusion(s): the most probable root cause of package poor perforation/slit is a dull/damaged perforation knife.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found experiencing poor perforation before use. The following has been provided by the initial reporter: perforation was missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found experiencing poor perforation before use. The following has been provided by the initial reporter: perforation was missing.